Event description:
Report received from (B)(6) stating heat from the device. It was reported that the device was used in surgery but without any patient or user injury. It is unknown if medical intervention occurred. The device was found to have damaged bearings. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).